Manufacturer narrative:
A customer from (B)(6) alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Both the initial and retest results were released and no harm was alleged. An investigation was conducted which did not identify any product problem. The alleged sample generated a sars-cov-2 result with a CT at the limit of detection (lod) for the test which indicates a low titer sample. Additionally, the dataset from the analyzer was reviewed and it could be concluded that the analyzer is working as expected. No system related anomalies were identified. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The patient sample initially generated a positive sars-cov-2 result. Since the patient needed a negative test result for a flight, the sample was retested and the result was negative for all targets. Both the initial and retest results were released and no harm was alleged. An investigation was conducted which did not identify any product problem. The alleged sample generated a sars-cov-2 result with a CT at the limit of detection (lod) for the test which indicates a low titer sample. These types of samples can generate wavering results due to the low titer in the sample. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Corrected device code from non-reproducible results to false positive result. (B)(4).